Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during an open reduction internal fixation (orif) of the left elbow on (B)(6) 2020, while placing a synthes 4.5 cannulated screw, the screw delaminated while placing the screw into the patient's elbow. The procedure was successfully completed with no surgical delay. There was no patient consequence reported. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).